Event description:
Reporter alleged low blood glucose device readings that do not match the way they are feeling and passed out. Reporter stated the device readings were 77,72,103,89 & 87 mg/dl. Reporter stated the last device result was 89 mg/dl at 8 pm and they took insulin and ate. Reporter alleged afterwards they began passing out. Reporter stated retesting at 10:27 pm and result was 87mg/dl. Reporter stated self treated with food and drink prior to calling the manufacturer's customer service department for assistance. Reporter indicated there wa a recent change in their insulin lately. Reporter stated controls were in range and used at the time of the incident. A request was made for the return of the suspect device and replacement product was sent.